Event description:
Event description boston scientific crm received information that this pacemaker, which is part of an advisory regarding the hermetic seal component, went from beginning of life battery status in may 2006 to just above elective replacement indicator in four months time. There were no daily measurements stored prior to may 2006, which is evidence of a reset. The atrial fibrillation response feature was on, and the atrial-ventricular delay was programmed to 260ms. The device was later explanted. During the replacement procedure, the right ventricular lead became stuck in the header, and was removed by cutting the back of the header. No adverse patient effects were reported.